Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the chronic rv lead was not cut, and was only surgically abandoned.

Event description:
Boston scientific received information that during a device change-out procedure this device was connected to a chronic right ventricular (rv) high voltage lead. The rate sense portion of the chronic rv lead had been surgically abandoned earlier in the procedure due to insulation issues near the terminal pin, and a new rate/sense lead was implanted. Induction testing was performed with non-conversion noted at 21 and 31 joules, and external defibrillation was then performed. On the programmer a code indicating a shorted shock lead was observed. This device was explanted and arc marks were seen on the case. The physician also cut and surgically abandoned the chronic rv lead, while the new rv pace/sense lead was explanted. Subsequently, a new ICD and rv lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified two arc marks on the back of the device case near the header. Review of device memory found two shorted lead faults which were recorded on (B)(6), 2014, which was the date of the attempted implant. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). This is consistent with damage incurred when the device output is shorted during high voltage shock delivery. Ventricular pacing pulses remained available. Laboratory analysis was able to confirm the field observations and that the device had induced damage.